Event description:
Ambubag at bedside about to be used defective. Pop off valve override is missing from device. This is a common occurrence with this brand of medical device. It is often missing dislodged. This will result in infection, arrested breathing or death in an emergency (this is life support device). I have had this problem repeatedly with this device. In this recent case, device replaced before need with procedure device is a life support device. I have had repeated problems with device safety due to defective pop-off override. The over ride is frequently missing from the device or falls off during use. It has previously occurred in emergencies with children. I previously repeated the device not to be used at our institution, it again appeared at the bedside of a critically ill pt. Again, the pop off valve override is missing. The device is replaced without my using it on the child. If this device is in use it needs to be recalled, as it is unsafe and will result in pt injury from ineffective respiratory support. I have the device in hand and will keep for one month as of this print to refer to. Much of the request info above for lot# o.k... Is not printed on the device and I do not have access to package, but it is made by another country's MFR. Specific item is ambu spur pediatric resuscitator. I did not include specific patent data is defect found and device not used on the pt.